Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that in an attempt to deliver a promus stent delivery system (sds) to the distal right coronary artery (rca) lesion, stent would not cross "due to calcification." So, it was then delivered to the proximal lesion instead. Rotablator and stent placement to the distal rca lesion was scheduled three days later. After rotational atherectomy, a promus stent would still not cross the distal rca lesion. Upon removal, the stent was felt to "snag" on the previously deployed stent in the proximal rca. A "significant" tug on the sds was required to pull the device back through the proximal stent and into the guide catheter. When the sds was removed from the patient, it was noticed that the stent had dislodged and was found inside the distal edge of the previously deployed stent. The stent was deployed inside the previously placed stent with a small balloon catheter, followed by a larger balloon. Another stent was delivered to the target lesion and the patient was discharged in a timely fashion. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.